Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-31778, 1627487-2020-31779, 1627487-2020-31781. It was reported the patient experienced ineffective therapy due to invalid impedances on every contact following two falls onto concrete earlier in 2020. In turn, the patient underwent surgical intervention to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.